Manufacturer narrative:
Approximate age of device: 4 years, 10 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the lvad system produced a transient yellow wrench alarm two or three times over the prior two days. The lvad system had been connected to batteries during the last alarm event. The patient reported feeling fine, and had not noticed any change in the lvad parameters. It was reported that the last several inrs were within therapeutic range. Upon interrogation of the device, several low speed advisories, low flow alarms and pump off alarms were observed on (B)(6) 2016. X-rays reviewed by the manufacturer¿s technical services representative revealed some thinning of the driveline shield. On (B)(6) 2016, a percutaneous lead (driveline) repair was completed. The patient was placed on grounded cable and there were no immediate alarms; however, the alarms returned an hour or two later. The patient was provided ungrounded power module patient cables for ac support. No additional information has been provided.

Manufacturer narrative:
The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log files. The log files captured multiple low speed hazard alarms and pump stoppage events prior to and after the distal end percutaneous lead (lead) replacement. These events occurred while the system was connected to batteries before the replacement and while connected to the power module after the replacement. Based on the manufacturer's complaint history and similar reported events, these low speed events and pump stoppages appeared consistent with a compromised lead wire. However, the root cause of these events could not be determined. A distal end lead replacement was performed on 12/28/2016 and approximately 16 inches of the external portion/distal end of the lead was returned for evaluation. The returned portion of the lead was tested for electrical continuity and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers of the lead were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing and the test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.